Manufacturer narrative:
The account replaced the hydraulic manifold to repair the bed.

Event description:
The account alleged the bed has a head hi/low drift of several inches over about 12 hour period.